Event description:
It was reported that during a video bariatric procedure, in the third firing, in the jejuno-jejunal anastomosis, the stapler locked and the surgeon had difficulties to open it. In the following firing, the gastro-entero anastomosis, the device stapled but did not cut. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.